Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted in order to ascertain the failure mode of the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The issue was resolved by replacing the cassette.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The wet sample was visually inspected and a non-alcon stopcock was connected to the probe manifold. It is important to remind the customer to use only alcon products, improper mismatch of consumable components and use of settings not specifically adjusted for a particular combination can affect the functionality and performance of the device. The administration and the auxiliary manifolds were not returned. The yellow stopcock was connected to the infusion cannula line and the auto stopcock on the infusion manifold. The ports on the yellow stopcock were intact. Replacing the administration and the auxiliary manifolds from the lab stock, the sample was tested using a calibrated constellation console. The sample could prime and pass intraocular pressure (iop) calibration successfully. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Iop was stable during infusion and f/ax control testing. No fluid or air leak was observed during fluid/air exchange (f/ax) functional testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure upon changing to air, liquid came. There was no patient harm.